Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   An updated investigation including the newly provided information is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Initial right total knee performed. Subsequently, three months post procedure the patient underwent a manipulation under anesthesia due to limited range of motion. One month after the manipulation under anesthesia, the patient underwent knee revision for poly exchange, scar tissue excision, and subperiosteal posterior capsule release. No further details have been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Previous investigation results remain unchanged. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial right total knee performed. Subsequently, approximately 3 months post procedure the patient underwent a manipulation under anesthesia due to limited range of motion. No additional complications have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Additional associated products & mdrs: 42522100810 articular surface medial congruent (mc) right 10 mm lot# 65545171 MDR: 3007963827-2023-00145. Additional associated products: 42532007102 tibia cemented 5 degree stemmed rt size e lot# 65440844 unknown cement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.